Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned and manufacturer confirmed particles in air path. Evidence of water ingress to the blower was observed during device evaluation. .

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Section b5 was corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was confirmed particles in air path and contamination in the blower. Evidence of water ingress to the blower was observed during device evaluation. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error found. The manufacturer concludes that they confirmed the customer's allegation and there was no visible foam degradation. Unit scrapped due to age. Section h6 was corrected and updated in this report. Section d8 was corrected to 'no' which was incorrect in initial report. Section g3 was corrected by capturing date received by manufacturer which was incorrect in initial report. Section h2 was corrected by selecting device evaluation which was missed in initial report.